Event description:
It was reported by service report that the plug on the power cord is missing the power prong and the head end jack cannot be pumped up. No patient involvement or adverse consequences are reported.